Manufacturer narrative:
Conclusion description: customer was sent replacement unit.

Event description:
It was reported by service report that the unit failed the electrical safety inspection. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.